Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, further information was not provided.

Event description:
It was reported that an unspecified device over infused an unknown medication or fluid. The customer called bd tech service over a poor phone connection and stated that "alleged 2 g/hr with bolus of 4g/hr and in half hour delivered 16g." Although requested, further information was not provided.